Event description:
It was reported that intermittent audio output occurred. The patient and the patient¿s diabetes educator reported the patient¿s cgm had stopped working and she had not received any alerts. The patient was not feeling well as she had an ear infection and was in bed. The patient¿s son came to check on her and noted the patient¿s eyes were open, but she was not responding. The patient¿s spouse checked on her and called emergency medical services (ems). Per ems, the patient¿s bg was low (the value was not provided), and 'in a coma'. The patient was transported to the hospital where she was admitted and received unspecified medical treatment. The patient regained consciousness four days later. At the time of the report, the patient was in stable condition. The sensor insertion date and site were not provided. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.